Event description:
Customer reported an incident where the machine was supposed to pull 100cc and it was pulling 744cc. The customer was not hanging the effluent bag properly, the effluent bag was hanging by one hole instead of by all three holes. No blood loss reported.